Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of highs and lows after altering pump settings while traveling, and requested assistance that resulted in a factory reset and guided ilet setup. Symptoms included hyperglycemia. Outcomes included troubleshooting and education completed with no alarms reported. Investigation included technical support review and user-guided device reset. Investigation of this case revealed that user setup error was plausible, and restoration via factory reset and reconfiguration resolved the issue without identification of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.